Event description:
In 2007, my husband had an implanted spinal nerve stimulator surgery at the hospital. In early 2008, was admitted to another hospital, with shortness of breath. Shortly after being admitted to hospital, found out that pt had metastatic lung cancer that had spread to several organs and bones including the spinal area. The following month, he was dead. I am positive that this medtronic nerve stimulator was the reason/cause for this cancer to metastasize as fast as it did. I do have some of pt's medical records and I am looking into finding an attorney to handle this issue with said device. I do not have the device as the funeral home removed prior to cremation. Have sent letters to medtronic, pain center, and FDA, although have not heard from any parties contacted. Dates of use: 2007 - 2008. Diagnosis or reason for use: for back pain.